Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the ua07 advisory message was a failure of the load cell amplifier board. During visual inspection, unrelated to the reported complaint, blood was observed on the platform's covers and inside the platform. Biocleaning was performed to address the issue. A review of the archive data found ua07 error messages thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell amplifier board and load cell amplifier cable were replaced to remedy the complaint. After the replacement, the platform passed the load cell characterization test without issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.